Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Note: the treating clinic did not provide the photos of the patient's torso to miradry, inc.

Event description:
Patient contacted clinic 21 days after successful miradry treatment in axilla and trunk (off-label) with photos of 2 small abscesses on left torso. The treating clinic advised the patient to visit the local hospital (B)(6). Patient followed up with the clinic 3 days later to report treatment consisted of unroofing and antibiotics. The patient was healing. No further follow-up expected. Physician stated the injury may have been caused by blisters/burn from the post-procedure icing.